Manufacturer narrative:
Other relevant device(s) are: software: sw app, 9735762; stealth s8 app, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when hiding and showing exams (magnetic resonance imaging (MRI) and computed tomography (CT)), the system becomes unresponsive. A reboot fixed the issue. It was reported that they were in 3d mode not 2d which would act like the system was not responding. There was no patient present at the time of the event.

Manufacturer narrative:
Software analysis determined there was no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. Method/result/conclusion codes are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.